Event description:
Procedure type: vascular - femoral endarterectomy in the leg. According to the reporter: the surgeon was suturing the fat for closure of the leg when he noted that the tip of the needle was missing. They were unable to find the needle tip. The patient did not receive an x-ray. There was no tissue loss or additional blood loss and there was no delay in surgery for more than 30 minutes.

Manufacturer narrative:
(B)(4).